Event description:
Rec'd info the physician reported that the percutaneous extension sometimes gets stuck in the tunneling straw. She uses a work-around called the "noblet technique" where she pushes the keyed connector of the percutaneous extension through the tunneler straw with the guidewire. The tubing also separates from the connector in the percutaneous extension and that it happens all the time, especially with revisions as well as after stage I. No further info was provided.

Manufacturer narrative:
(B)(4).